Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 50-55 (mg/dl) during late nights and early mornings. Juice and glucose tablets were consumed to treat bg level. Review of the bolus history showed that a larger than expected bolus of 3.76 units had been delivered by the customer. Additionally, the customer reported on occasions when a bg value was entered and a bolus would not be recommended based on the customer's settings, the customer input fake carbohydrate values so that the pump would recommended a bolus dosing. Recommendation was made by tandem technical support to consult with health care provider regarding adjusting the pump settings.